Manufacturer narrative:
Investigation is ongoing. H3 other text: device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 4 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the patient presented with leaflet thrombosis/ halt. Patient is scheduled for a savr. The patient's symptoms include shortness of breath and fatigue. The patient is taking eliquis 2.5mg po bid.

Event description:
As reported by the field clinical specialist (fcs), 1 year, 4 months, and 2 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The patient presented with leaflet thrombosis/ halt. The patient's symptoms include shortness of breath and fatigue. The patient is taking eliquis 2.5mg po bid. Valve point imagery review confirmed that there is halt on all 3 leaflets on CT, and thickened leaflets on tee. There is mild central regurgitation. Spectral doppler indicates moderate to severe stenosis of this thv.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from medical records. The following sections of this report has been updated: update to b4, b5, g3, g6, h2, h6, h10. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from received from medical records. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was provided, and review by clinician imaging specialist and the following was observed: hypoattenuated leaflet thickening (halt) was observed on all leaflets. Thickened leaflets were observed. Mild central regurgitation was observed. Spectral doppler revealed moderate to severe stenosis. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The s3 and s3u thv transcatheter heart valve IFU was reviewed. Potential adverse events include 'paravalvular or transvalvular leak, valve regurgitation, valve thrombosis, valve stenosis, device degeneration, device explants, and structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)'. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for leaflet thickened/halt, leaflet motion restricted-in patient, central regurgitation, stenosis were confirmed based on the medical record and provided imagery. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, '1 year, 4 months, and 2 days post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The patient presented with leaflet thrombosis/ halt' also 'valve point imagery review confirmed that there is halt on all 3 leaflets on CT, and thickened leaflets on tee. There is mild central regurgitation. Spectral doppler indicates moderate to severe stenosis of this thv'. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and stenosis. In this case, the patient was prescribed an anticoagulant medication (eliquis), which suspected that patient was potentially to have thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. As such, available information suggests patient factors (thrombosis) may have contributed to the reported event. Since the patient had leaflet thickened/halt, which could impact the functionality of the leaflet resulting in restricted leaflet motion. As such, available information suggests patient factors (thickened leaflet,) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops over time can be due to patient related factors and/or structural valve deterioration. In this case, patient had restricted leaflet, which could lead to suboptimal leaflet coaptation resulting in central regurgitation. As such, available information suggests that patient factors (leaflet motion restricted) may have contributed to the reported event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per medical record, patient had medical history of diabetes which is a risk factor for bioprosthetic valve calcification. Tissue calcification can in turn impede the proper function of leaflets (e.g. Leaflet thickening), resulting in narrowing of effective valve area, resulting in stenosis. As such, available information suggests that patient factors (leaflet thickening) may have contributed to the reported complaint event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year, 4 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position, the patient presented with leaflet thrombosis/ halt. Patient is scheduled for a savr. The patient's symptoms include shortness of breath and fatigue. The patient is taking eliquis 2.5mg po bid. Valve point imagery review confirmed that there is halt on all 3 leaflets on CT, and thickened leaflets on tee. There is mild central regurgitation. Spectral doppler indicates moderate to severe stenosis of this thv. The most recent echo showed prosthesis reduced range of motion.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report has been updated: update to b4, b5, b7, g3, g6, h2, h6, h10. Investigation is ongoing.